Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse found the safety disk to be expired due to exceeding the limit cycles allowed. To fix the issue, the fse replaced the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name in is (B)(6) hospital.

Event description:
It was reported that during set-up, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming "check safety disk - maintenance error". There was no patient involvement, and no adverse event reported.